Event description:
It is reported that the customer is getting a low reservoir alarm, even though infusion set was changed. Customer stated, he was unable to clear the alarm. Customer stated, he is unable to troubleshooting, because, the insulin pump is stuck on low reservoir. Customer stated when he presses the down button, it will alert low reservoir alarm details. Also, changed the batteries on the insulin pump and it did not work the reservoir was replaced but did not rewind the insulin pump, because, he could not due to the insulin pump keypad not working. The blood glucose reading was 258mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad traces. However, the device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The unit was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.